Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ischemia; there was poor distal flow with the repositioning sheath in place. This complication was managed with an external 6 french femoral-femoral bypass. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
B2 added selection that was inadvertently omitted from the initial report that was submitted. E1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Investigation summary: ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.